Manufacturer narrative:
Concomitant product(s) : 6947-65 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was implanted about seven years after the use by date (ubd). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.